Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective printed circuit board/receptacle board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center had a b30 error when starting up. The issue was found during inspection before use and the diagnostic gastroscope procedure that was completed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a defective printed circuit board. The additional evaluation findings are as follows: the top cover was rusty and the video connector was worn slightly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.